Manufacturer narrative:
Event date, corrected data: the initial report inadvertently listed the wrong event date. Describe event or problem, corrected data: this information was inadvertently not included within supplemental report #1

Event description:
It was reported that the patient was scheduled for and underwent a full revision for unknown reason on (B)(6) 2013. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. Follow up indicated that the reason for the full replacement was due to high lead impedance. The high lead impedance was observed on (B)(6) 2013, but the exact diagnostics were not provided. No other information has been provided. The explanted devices have not been returned.

Event description:
A review of the data contained within the explanted generators ram memory revealed that the last >25% change in system impedance occurred on (B)(6) 2013 (pre-change: 5913 ohms, post-change: 11812 ohms) indicating that the high impedance event occurred prior to (B)(6) 2013 and after (B)(6) 2013 (date of last known functional impedance value, 2043 ohms).

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
The generator and lead were received for analysis on 08/28/2013. Analysis of the generator was completed on 09/11/2013. Visual examination performed at the bench revealed scratches on the generator most likely associated with manipulation of the device during the explant procedure. Burn marks were also observed on the pulse generator header, indicating that the pulse generator may have been exposed to an electro-cautery tool. No other surface abnormalities were noted on this device. No internal visual anomalies were identified after the can was opened. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications. Results of diagnostic testing indicated that the battery status indicated neos=yes in the pa lab. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead was completed on 09/18/2013. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. Also, appearance of the negative coil suggests a stress-induced fracture has occurred in at least three strands of the quadfilar coil. Examination of the negative coil mating end identified two secondary fractures in the vicinity of the broken end. Inspection of the secondary fractures suggests a stress-induced fracture. Due to metal dissolution, mechanical distortion (smoothed surfaces) and/or surface contamination the fracture mechanism at the mating end cannot be determined. Scanning electron microscopy images of the strand segments show that pitting or electro-etching conditions have occurred on the strands. Also, the early stages of a secondary fracture were noted in one strand segment. However, due to metal dissolution, mechanical distortion (smoothed surfaces and/or surface contamination the fracture mechanism of the strands cannot be determined. The outer silicone tubing is abraded open. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead.